Event description:
Clinical Narrative:Impella CP was to be inserted via right femoral artery in an unknown age female patient presenting with AMI/CGS. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was an unknown shock stage.During set up and priming the AIC did not recognize the purge cassette so an alternative purge cassette was utilized with no noted issues. The patient remained on support for 1.2 hours when they subsequently passed away. There were no allegations on pump function.The death is being conservatively reported due to not being able to conclusively dissociate the delay of therapy as a contributing factor.Clinical Narrative UPDATED 2026-7-22:Impella CP was to be inserted via right femoral artery in an unknown age female patient presenting with Acute Myocardial Infarction and Cardiogenic Shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was an unknown shock stage.During set up and priming the Automated Impella Controller (AIC) did not recognize the purge cassette so an alternative purge cassette was utilized with no noted issues. The patient remained on support for 1.2 hours when they subsequently passed away. There were no allegations on pump function.The death is being conservatively reported due to not being able to conclusively dissociate the delay of therapy as a contributing factor.

Manufacturer narrative:
This is one of two related reports. This report represents the Impella CP and another report was submitted to represent the purge cassette.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.